Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Correction: date of revision surgery is (B)(6) 2013 as previously reported. This report is filed december 12, 2013. Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient underwent revision surgery to excise the excess skin on (B)(6), 2013. During surgery the abutment was exchanged. The implanted device remains.